Event description:
It was reported that a nurse was shocked while touching a fuse holder on an ldr surgical light control box. Although not injured, the nurse reportedly spent the night in the ER. Alm technical specialist sent in a contracted techical rep to evaluate the device. It was reported to him that the nurse was having a problem with the light retracting into the ceiling and removed the cap from the fuse holder to make it work. It was discovered that the swtich necessary for operating the retraction of the device was defective. If the wall control was installed by the hosp according to alm's wiring guidelines, it would have been impossible to be shocked when removing the fuse.